Event description:
It was reported that after replacing a dexcom g7 sensor, the user experienced intermittent loss of glucose data connection between the g7 and the ilet, consistent with an intermittent communication failure involving the device¿s electrical/magnetic components, including the antenna; the user performed troubleshooting, including restarting and re-pairing, with sensor pairing completed by the end of the call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the g7 and the ilet resulting in intermittent communication, with involvement of electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.